Event description:
Rptr had a lumbar fusion in 6/92. The surgeon used plates and pedicle screws. It has been two yrs and rptr is still in pain. She had to change her lifestyle to manage the pain. She cannot sit for very long. She cannot clean her house. Her huband has to do everything. She found out recently that the pedicle screws are not approved by the FDA for lumbar fusion. The dr did not explain the potential benefits and risks nor alternative treatments. The dr refused to see her because she has no insurance. She was told to get her medical records and go to the emergency dept. The dr wanted $250.00 to see her.